Event description:
A low reading issue was reported with an abbott diabetes care (adc) device. A customer reported receiving an unspecified low sensor scan compared to an unspecified capillary result. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). As a result, customer experienced a loss of consciousness and reported being unable to self-treat. The customer had contact with a healthcare professional (hcp) who provided an unspecified IV drip infusion as treatment to lower glucose levels. There was no report of death or permanent injury associated with this event. The customer received low sensor scan results of 3.10 mmol/l compared to the hcp meter result of 18.80 mmol/l. The results/comparison readings when plotted on a parkes error grid fall into the d zone, showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The sensor kit expiration date is 30-sep-23. The medical event associated with this complaint occurred on 14-jul-24 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.